Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise, oversensing, and high out of range pace impedance of greater than 2,000 ohms on the right ventricular (rv) lead. A chest x-ray was done and no lead issues were noted. The rv lead was reprogrammed to the unipolar configuration which had within range impedance measurements. The patient will continue to be monitored by the physician. This product remains in service. No adverse patient effects were reported.